Event description:
It was reported that the patient's blood glucose has been elevated in the teens to the 30's mmol/l. The patient's mother reports that the patient is going through a (B)(6) and it may be a factor. The patient's mother reported that there have been air bubbles present, and when she notices them she disconnects the patient, primes them out and corrects the blood glucose level.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)